Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed after going through a MRI. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test or verify alarm in the alarm history screen due to motor error alarm. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.